Manufacturer narrative:
Findings: pump received with normal operating currents. No unexpected low battery alarm noted. Pump passed the rewind, displacement, prime/a33 and excessive no delivery test. No excessive no delivery alarm noted. No a17 alarm or a21 alarm noted. Pump passed the self test and a21 error test. Pump received with a47 alarm in the history file. A47 alarm due to corrupted history file. No dried substance on pump noted. Pump received with minor scratched display window, cracked reservoir tube lip.

Event description:
It was reported that the customer needed her pump replaced because she constantly had to change the battery. Customer was back to using her old pump. Customer's blood glucose level was 93 mg/dl. Customer stated that she was constantly changing the reservoir and battery. Customer was just diagnosed with lupus, so her blood glucose levels are not stable. Customer mentioned that she was smelling insulin, changing batteries, and getting a no delivery alarm. Customer has several alarms in her alarm history including an external ram error alarm, a displayable history check failed on startup alarm, and an unexpected restart alarm. Customer also had a low battery alert but did not want to troubleshoot any longer. Insulin pump will be replaced. No further assistance needed.